Manufacturer narrative:
(B)(6). Date sent: 6/23/2021. D4: batch # v9476g. H6: component code: others (g07). Investigation summary: the analysis results found that the mcm20 device was returned with no apparent damage and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining twelve clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement." It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during an unknown procedure, there were clips left in the clip applier. It did not make/close the clip. It only cut the vein. It did not shoot the clip at all, just cut the vein without closing it. In this case, however, the vessel ruptured without a clip. The handle didn't actually get stuck, it could be squeezed, but it didn't squeeze the clip together, it just made a cutting motion. The handle did not jam in the closed or open position. The clip didn't fall off, it didn't come at all. The clipper cut off the vein. Less than 100 ml of blood was sprayed. The surgeon got the leak under control with "atula," after which a new clipper was introduced that worked normally. No blood transfusion was required for this reason and the patient did not suffer any greater inconvenience. The surgery continued normally from then on.